Event description:
This notification was opened for review due to a device being returned as part of the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the device evaluation, foam particles were confirmed. The device was scrapped.